Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An etlw1620c93ee stent graft was intended to be implanted during the endovascular treatment of a 40mm aaa. It was reported that during the index procedure an endurant stent graft was initially inserted from the patient's left side approach to the infrarenal area. When preparing to implant the etlw1620c93ee stent graft system from the right side, connecting it to the abdominal aortic covered stent system, the delivery system encountered significant resistance and could not be advanced to the target location due to the tortuous anatomy and severe atherosclerosis of the patient's right iliac artery. After multiple attempts, it ultimately failed, and the delivery system was withdrawn. The narrowed vessel was then dilated with a peripheral balloon. However, the tip of the withdrawn delivery system was no longer smooth, and the delivery sheath showed signs of kinking. Inserting the extra-stiff guidewire was very difficult. To ensure the successful completion of the surgery and to avoid causing additional trauma to the patient, a new stent graft was used instead for implantation, and the surgery was completed. Per the physician the cause of the event was anatomy related due to the patient having a stenosis in the proximal right external iliac artery, with a measured diameter of 4.9 mm at the stenotic site. There was also calcification in this area, and the vessel experienced spasm due to irritation during the initial insertion of the guidewire and catheter, resulting in increased resistance to the entry of the stent system. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusions: one still image received for analysis. Image depicts the distal end of an endurant delivery system. A slight bend is evident to the tip. The reported difficulty positioning the endurant limb and the subsequent deformation could not be assessed on the film provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Full procedural angiograms showing the attempted delivery of the endurant limb were not received for a thorough analysis of the event. The patient's anatomy could not be fully assessed on the limited films received although right iliac tortuosity could be appreciated. It is likely that patient anatomy as reported, did contribute to the reported events, but this could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.